Manufacturer narrative:
He reported issue was confirmed. The root cause of the reported issue could not be determined. Visual evaluation of the returned sample noted 1 opened arcticgel medium left thigh pad present with original packaging label. Visual inspection noted the following: * no obvious visible defects such as cuts or tears in the foam. * no visible chips or deformities at the ends of all connectors. * tubing for all the pads noted no kinks present. * hydrogel had separated the pad and adhered to the liner. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the hydrogel peeled off the arctic gel pad with the backing paper before use. Gel peeled off the pad with the backing paper prior to applying the pad. Per follow up information received via mail on 21jan2025, the affected product can be sent to a bd approved facility for evaluation. No patient involvement. Per follow up information received via mail on 05feb2025, a patient requiring cold therapy following an out of hospital cardiac arrest was admitted. The rn took the right thigh pad out of the external packaging. When they went to remove the protective layer, the sticky side also completely came off with it and was unable to use on the patient. No excessive force was used, and this was witnessed by a senior nurse. The patient still received the required treatment as the staff opened a new pack. They reported the affected product to the representative. The affected product is now in the box sent by bd facility for evaluation and was supposed to be picked up yesterday but hasn't been. The lot number is ngjs3473/ ref317-07- the affected product is a right thigh pad. No harm came to the patient. The affected product is on the clinical educator desk.